Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed external memory error, unexpected restart and motor error. Troubleshooting for the external memory error was performed and the insulin pump passed the self-test. Troubleshooting for unexpected restart was performed. There was no temp basal programmed prior to the unexpected restart alarm and the insulin pump was not stored or not in used for an extended period of time. Alarm occurred shortly during battery change. The customer inserted a new battery and another unexpected restart alarm was received. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer declined to troubleshooting for motor error alarm. Per both troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test and self-test. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump has to reset time/date and received unexpected restart alarm after changing battery due to voltage leak on interface board. No external error alarm noted during testing. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case reservoir tube window corners, cracked case near display window corners, stained address/serial number label and minor scratches on display window noted.